Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6). Product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that it is taking much longer to charge the implanted neurostimulator and that the recharger paddle is hotand relay box is getting warm too (no pt harm reported). Pt stated the issue has been for probably several weeks and has gotten worse the last couple days. Patient services (pss) walked caller through resetting the controller. Pss reviewed charging ins with stimulation off - pt stated they already do that. The issue was not resolved. Pss recommended to monitor implant charging with replacement recharger. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. H3: analysis of the recharger (product ID: 97755-s lot# serial# (B)(6)) found no anomalies. They found no issues with finding or charging ins, and the recharger passed the final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.